Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and a potentially relevant finding was identified: for material number snz-14703-002, lot number 71c21a1218 , a non-conformance was initiated. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the syringe and needle can't connect securely during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported the syringe and needle can't connect securely during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one opened cvc kit containing an 18 ga introducer needle, s-l catheter, dilator, and a swg assembly for evaluation. The arrow raulerson syringe (ars) was not returned. Visual inspection of the introducer needle did not reveal any defects or abnormalities. The returned needle was functionally tested with a lab inventory ars per the instructions for use (IFU). The IFU states, "insert introducer needle with attached arrow raulerson syringe into vein and aspirate." The returned needle felt secure on the lab inventory ars and was able to draw and aspirate water with no issues. The hub of the 18 ga introducer needle was tested with the male luer gage and was within the specified range. This indicates that the luer conforms to iso 594-1:1986. A device history record review was performed, and there was one non-conformance for ars leak in use/initial insert. The non-conformance identified that the valves and spacer within the syringe handle were found to be on an angle causing the syringe to leak. This failure could not be observed without the ars returned. The complaint of syringe/needle connection not secure was not able to be confirmed by a complaint investigation of the returned sample. No issues were found with the returned introducer needle and the ars was not returned for evaluation. Without the ars returned, the complaint was not able to be confirmed and a probable root cause could not be determined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported the syringe and needle can't connect securely during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.